Event description:
Boston scientific received information that loss of capture was noted on this right ventricular lead. A fluoroscopy revealed that this lead had dislodged. A repositioning procedure took place, and this right ventricular lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.